Event description:
It was reported that during the implant procedure, the lead experienced high impedances and under fluoro, the tip looked hyperextended or "bent" at a funny angle the device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. No electrical issues found. Tip is bent due to distorted distal conductor in trifurcation area, damaged at implant. Upon inspection, it was noted that the distal conductor of the lead was distorted/fractured. It was also noted that the lead was damaged during the implant process.